Event description:
Patient underwent implantation of dual-chamber implantable cardioverter defibrillator. Approximately one month later, while asleep, she received a device shock. A few days later the patient was admitted to the hospital for removal of the dual-chamber biventricular implantable cardioverter defibrillator, with replacement. The patient was admitted as there was concern that she had noise on the right ventricular lead. It was noted that when she had been checked in the physician's office, her right ventricular pacing lead impedance had increased to 2448, when on implant it was 760. The patient was taken to the operating room. There was concern that the set screw might be loose, however, the set screw was found to be tight and could not be advanced any further and the lead appeared to be in place. Testing was carried out and found to be in perfect condition. It was felt to be a defect in the generator - thus, all leads were removed and a new generator was utilized. All leads were connected to the new generator. All leads were tested. The patient tolerated the procedure. She was able to be discharged home the following day.